Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was noted that evaluation in the pain clinic had revealed that the pump had broken free from its mooring sutures in the right abdominal pocket and had begun to flip and rotate in the abdominal pocket. The pocket was revised and the pump was re-implanted with an extra loop sutured.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving fentanyl (2,000.0 mcg/ml at 823.7 mcg/day) and bupivacaine (20.0 mg/ml at 8.237 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 the patient had recently noted rotation of her pump in her abdominal panniculus. During evaluation at the pain clinic, two nurses were unable to refill the pump due believed flipped pump. On (B)(6) 2016 fluoroscopy confirmed an inverted pump. The pump was flipping in the right abdominal pocket site. The pump was repositioned during the fluoroscopy. On (B)(6) 2016, the pump was explanted and re-implanted. The event outcome was reported as "resolved without sequelae (B)(6) 2016". The event resulted in an unscheduled clinic or office visit. The event was possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.